Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the battery status was 2.69 volts with estimated time remaining <1-7-16 months when checked in the clinic on (B) (6) 2009. During followup at the clinic on (B) (6) 2009, it was observed that the device had went to eri on the same day the device was previously checked ((B) (6) 2009). It was suspected the device may have experienced a magnet induced por or an unusually large current drain from a stuck reed switch keeping it in a telemetry mode. The device was explanted and replaced. No patient complications have been reported as a result of this event.